Event description:
Boston scientific received information stating: patient received inappropriate atp therapy for rapidly conducted atrial fib. Rhythm ID correlation was noted as false. Atrial fib rate fell below detect so no further therapies. Patient had no adverse events due to this. Discriminators changed to onset and stability. Aware date: 28-09-2012 (B)(6), toronto, on physician: (B)(6) ep staff. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).